Event description:
It was reported that approx. 66 months after the implantation it was decided to explant and replace the lead and the ICD due to oversensing. Inappropriate vf detection was detected, no inappropriate therapy was delivered.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 18 cm distal to the is-1 connector pin. A proximal and a severely stretched distal lead fragment were returned. The visual inspection revealed multiple extraction damages. The fragments were severely stretched, particularly the distal lead fragment. The shock coil was deformed and the conductor cables were partly pulled out of their lumens. The conductor cable to the distal atrial dipole was found fractured. Tissue residuals were noted especially in the area of the shock coil indicating significant ingrowth of the lead in the implanted state. Further analysis demonstrated a rubbed through insulation on the distal lead fragment. The location was not definitely determinable due to the excessive elongation of the lead fragment. The insulation damage can be considered as the root cause of the reported oversensing which led to vf detection. The characteristics of this damage indicate that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. However, based on the extent of the extraction damages as well as the above mentioned tissue residuals it is assumed that the leads motion was affected due to an increased ingrowth. Diagnostic images clarifying this assumption were not available. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.